Event description:
It was reported from (B)(6) by the vad coordinator that the patient stated that when he connects a battery that has full charge to controller with one fully charged batteries attached, both battery indicators on con show red led for a moment, than go back to four led's. Logfiles were sent for analysis. After battery exchange, it was noted that the same behavior could be reproduced with the new batteries, when a connection to power port one was made. At that time the controller was exchanged. There were no effects on the patient. The pump remains implanted. It was reported that the batteries and controller will be returned; however, have not been received for evaluation as of the date of transmission of this report this is report 1 of 3.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de, (B)(4), 1650de, (B)(4), 1650de, (B)(4), 1650de, (B)(4), analysis of the log files revealed multiple controller power ups and motor starts. Any additional alarms that would indicate faulty battery or controller operation were identified. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. This is one of three reports (3007042319-2015-00824, 3007042319-2015-00825 and 3007042319-2015-00826 ) submitted for devices related to the same event.

Manufacturer narrative:
(B)(4). The controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the data log files reveals multiple instances of controller power up and motor starts. However the reported event could not be duplicated at bench level. The controller performed as expected. Comprehensive review of the available log files reveals that there were no alarms related to the event. However there were multiple controller power up and motor start events at various intervals. These events were mostly likely due to patient use factors. This is an incidental finding not related to the reported event. Conclusion: one controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed as all units performed as intended. Analysis of the devices revealed that the device met specifications; the devices passed visual examination and functional testing. The devices were related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This is one of three reports (3007042319-2015-00824, 3007042319-2015-00825 and 3007042319-2015-00826 ) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.